Manufacturer narrative:
Investigation: no product returned for eval. Review of device history records was also not possible as the lot number was not provided. The surgeon reported the pt was non compliant by lifting weights. Pt did not follow the surgeon's post-op recommendations. Conclusion: it is not suspected that the product failed to meet specifications. Screw breakage in pedicle may be the consequence of excessive loads applied to the construct.

Event description:
Sales rep reported one case of broken screw within the pedicle detected during post-op x-ray (8 months after surgery). Pt did not complain of any pain. Pt was non-compliant by lifting weights. The device remains implanted as the surgeon has no plan for removal because pt has no complications. Surgeon will monitor the pt.